Manufacturer narrative:
Corrections: b5 and d6b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and short ventricular intervals. It appeared that possible ventricular oversensing was causing false detection of ventricular tachycardia (vt) and inhibiting ventricular pacing, as pauses were noted on the episodes. The oversensing was noted during movement of the patient's left arm. Loss of capture was also noted. Lead sensitivity was reduced but the lead was still possibly oversensing. The lead was explanted and replaced approximately one week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 2088tc lead implanted on (B)(6) 2016; 459888, lead implanted on (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high-rate non-sustained episodes and short ventricular intervals. It appeared that possible ventricular oversensing was causing false detection of ventricular tachycardia (vt) and inhibiting ventricular pacing, as pauses were noted on the episodes. The oversensing was noted during movement of the patient's left arm. Loss of capture was also noted. Lead sensitivity was reduced but the lead was still possibly oversensing. The lead was explanted and replaced approximately two weeks later. No further patient complications have been reported as a result of this event.